Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient had a myelogram of their spin today. The myelogram was unrelated to their device/therapy. The procedure was painful as soon as they put the contrast in. The patient noted they have an allergy to iodine. They told their healthcare provider (hcp) that they have an iodine allergy and they were to take care of it. They experienced pain in their hips and pain around the bottom, where the device goes through their scalp. The patient also reported feeling warm and they had a headache. They wanted to turn their device off. The patient's husband turned the device off during the call, but later turned the device back on after the patient experienced a return of symptoms. No further complications were reported as a result of this event.